Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09943. It was reported that the burr became stuck on the rotawire. The target lesion was located in the superficial femoral artery (sfa). A 2.00 mm peripheral rotalink® plus and a 330 cm peripheral rotawire¿ were selected for use. Halfway through the procedure, it was noted that the burr locked up on the rotawire. No issue was noted on the advancer; however, when the advancer knob was moved forward and backward, the burr would neither advance nor retract on the wire. Subsequently, a buddy wire and a rubicon catheter were inserted and pulled everything out as one unit. Then, balloon angioplasty was performed and the procedure was completed. No further patient complications reported and the patient's status was stable. The patient was discharged.